Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips dropped out of the jaws. They were able to retrieve the clips. They had finished clipping when this occurred. There was no pt consequence.